Event description:
The pt reported she had difficulty charging her ipg. She stated she had trouble maintaining communication, the slightest movement would cause an interface with charging. The pt stopped using and charging her scs system approx 1 yr ago. The pt stated she believes the antenna may be the issue and requested a replacement. F/u info identified the pt's ipg is depleted. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.